Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, the line stuck and the thread broke. Meanwhile, the 3 reloads for manual handle would not close. There was no patient injury.